Event description:
It was reported that there were multiple issues with the pump not charging properly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.